Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the reservoir had a possible occlusion. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery and she changed the infusion set several times. The pump worked after she changed the reservoir. She stated that the reservoir was the problem. The reservoir was not returned for analysis.